Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note additional devices implanted and related to this event: (B)(4).

Event description:
On (B)(6) 2006, the patient was implanted with three gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. On (B)(6) 2008, a computed tomography angiography revealed a type ii endoleak originating from multiple lumbar arteries and aneurysm growth of approximately 3mm. On (B)(6) 2009, a computed tomography angiography revealed a persistent type ii endoleak and aneurysm growth of approximately 5mm. Multiple routine computed tomography angiograms were taken from 2008-2011 and continued to reveal a persistent type ii endoleak and aneurysm growth. On (B)(6) 2011, a computed tomography angiography revealed a persistent type ii endoleak and total aneurysm growth of approximately 1cm. On (B)(6) 2011, the gore excluder aaa endoprostheses were explanted due to the persistent type ii endoleak and aneurysm growth. The patient tolerated the procedure.